Event description:
It was reported that a cartridge alarm occurred while the pump was in use, specifically alarm 20. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing a successful resume of insulin therapy. As a result, the pump was within warranty and was replaced. The customer was instructed on backup therapy using multiple daily injections (mdi) to maintain insulin delivery. They were also guided on storing and returning the faulty pump using a pre-paid label within ten days, with an acknowledgment of these instructions.